Event description:
It is reported that the device was implanted in 2007. Approx 13 days post-op, the device broke. The device was revised on the following month.

Manufacturer narrative:
This report will be amended when our investigation is completed.